Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving gablofen (concentration of 2000mcg/ml, dose of 2131mcg/day) via an implantable infusion pump for intractable spasticity and head/brain injury. It was reported on (B)(6) 2016 that telemetry confirmed an alarm, however, the patient did not hear it. The alarm that occurred was a non-critical alarm. Two alarms had occurred. One was for eri and the other was for a low reservoir. Both the low reservoir and the eri was unexpected. It was stated that the patient was seen in september and the eri was 14 months. It was stated that patient was in for a refill on (B)(6) 2016 when an attentional dialog box informed that eri had occurred. It was stated that patient is scheduled for a replacement surgery on (B)(6) 2016. No symptoms were reported. The patient¿s status was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.